Event description:
Biased tsh qc results while investigation another issue at a customer site. No biased results were reported. Biased results might lead to inappropriate physician action. There was no report of patient harm as a result of this event.